Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (1.8057 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient's pump started alarming "sometime around the end of (B)(6), first of (B)(6)." It was noted the patient was getting a multitude of tones, noting that there were 3 beeps that started every half hour, and then it beeped every 10 minutes and at one point every 8 minutes. The patient noted it sounded like a battery in their house was running low, or sounded like a ceiling fan or wall socket. The patient's granddaughters came over to find out where the beeping was coming from. But never discovered that it was the pump. The patient went to their hcp and they refilled the pump because if was discovered that it had gone dry. It was noted that the pump had been dry for over a week. The printout showed a low reservoir alarm occurred (B)(6) 2019 and a low and empty reservoir alarm occurred on (B)(6) 2019. It was noted the patient had seen their hcp 2 weeks ago, noting that they were still adjusting. The patient experienced drug withdrawal like crazy and had gone through hell a couple of days in the beginning. It was noted the patient was starting to get back to normal and getting rid of the pain pills.